Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached early recommended replacement time (rrt) due to low left ventricular (lv) lead impedance over the life of the device. The lead remains in use and the device was removed and replaced. No patient complications have been reported as a result of this event.